Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture and pacing impedance measurements greater than 3000 ohms. The lead was explanted and new lead was successfully implanted. The field representative noted that the scrub technician discarded the ra lead by mistake. The patient was symptomatic due this issue, however, no syncope occurred.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.